Event description:
The device was used during an unspecified procedure. Reportedly, the instrument misfired. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The instrument evaluation revealed no abnormalities that would have caused or contributed to the difficulty reported. The instrument test fired satisfactorily with a proper and complete staple formation achieved.